Manufacturer narrative:
One 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. Entire drill head has been broken from the shaft. Drill head is broken at flute. Dimensional inspection of the drill head is prohibitive due to its condition. The drill shaft was measured and found to meet print specifications. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill broke into 2 pieces during drilling. The case was an acl. Nothing broke inside the patient. A backup device was available to complete the procedure. No reported patient injuries. No other complications were noted.